Manufacturer narrative:
The device was returned for analysis. The reported device markings / labelling problem was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified five other similar incidents from this lot. The investigation determined the reported device markings / labelling problem appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lower superficial femoral artery. When opening the package of the 5.0x150mm absolute ll self expanding stent system (sess), it was noted that the size on the delivery system was 6mm x150mm. It was confirm that the other five 5x150 absolute pro ll devices which were stocked in the hospital had the same problem. The procedure was completed with a non-abbott device. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional absolute pro ll devices referenced in b5 are filed under separate medwatch report numbers.